Event description:
It was reported that the patient was experiencing ineffective therapy with their drg system. As a result, surgical intervention took place on (B)(6) 2025, wherein patient's entire drg system was explanted and replaced with a new scs system to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7816179.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.